Manufacturer narrative:
Based on the current information provided, the cause of the pneumothorax cannot be determined. A review of the site's system logs for the reported procedure date was conducted by an intuitive surgical, inc. (Isi) senior failure analysis engineer. Investigation revealed there were no related system errors to have occurred during the procedure that were relevant to the reported event.

Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and developed a pneumothorax which required chest tube placement and hospitalization. There were 2 target nodules in the right upper lobe, and their sizes were 1.2 and 1.3 centimeters. A radial endobronchial ultrasound (ebus) probe was utilized to localize the lesion. Biopsy tools utilized under c-arm fluoroscopy included a 21g flexision needle, third-party forceps, and a bronchoalveolar lavage was also performed. The biopsy was positive for small cell carcinoma. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information; however, no further details have been received as of the date of this report.